Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unruptured left cavernous saccular aneurysm (maximum diameter 12 mm; neck 4 mm) was treated with flow diversion using a pipeline embolization device. Severe vessel tortuosity was noted. During the procedure, after more than 50% deployment, the distal end of the pipeline would not fully open. The pipeline was resheathed and removed from the patient with the microcatheter (phenom 27). A new device was placed, and the angiographic result post-procedure was said show successful deployment. The pipeline was resheathed less than or equal to two times, and had not been positioned in a bend. No additional steps or other devices were used to attempt to open the pipeline. The patient was reported alive with no injury. The landing zone was 5mm distal and 5mm proximal. The devices were prepared according to the instructions for use (IFU).